Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Despite the lack of evidence and the lack of details, based on the information provided, it could be concluded that the devices used in the surgery are part of the axsos 3 brand. Nonetheless, t25 screwdrivers are part of the implant extraction set instruments. The reported event was a screw implantation, as a reminder, only t-15 and t-20 screwdrivers are used for the implantation of axsos 3 locking screws (ø 4 and ø 5 respectively). The t-25 screwdrivers are not part of axsos 3 instruments and are used for implant extraction purposes only. Therefore, the fact that this screwdriver was used for the insertion of locking screws is a clear off-label use. Based on the information provided, the root cause was attributed to an user related issue. Hcp most probably failed to properly follow the instructions and did not use the t-25 as advised. This could be an explanation to the reported deformation and wear of the instrument. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that during a procedure, while attempting to put in a locking screw, the torque limiter would not connect to the stryker drill attachment for the surgeon to insert on power. It is unknown if the stryker quick connect was not working properly, or if the torque limiter had issues. Additionally, the surgical tech noticed that the tip of a t-25 screwdriver was rounded off and risking stripping the heads of the screws because it did not seat properly. The screws were hand tightened at the end of the case. Procedure was completed with no surgical delay. There was no patient consequence.